Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. No devices received, log review only.

Event description:
The customer reported that channel had line in it (presumed to mean IV tubing) and was turned off. Saline and air continued to advance past the channel towards patient, however it was noticed before it reached the patient. No patient harm was reported, and no further information will be received regarding this event.

Manufacturer narrative:
Correction initial reporter address.

Manufacturer narrative:
The customer¿s report that fluid continued to flow after the channel was turned off was not confirmed. The event date was not provided. Review of the pump module's event and error logs shows that four flo_stop_open events occurred (indicating the safety clamp is open while the door is open), starting on (B)(6) 2015, 8:44am and ending on (B)(6) 2015, 1:05am. Each occurred either after the device was channeled off or after the pc unit was powered on. The root cause of the reported event was not confirmed. No device was returned for investigation.